Event description:
The customer reported erroneously low complete blood count (cbc) results for all parameters, for one patient, involving coulter act diff 12 analyzer. The results were discordant to a reference laboratory's analytes results. The erroneous results were released out of the laboratory. There was no report of patient consequence or change in patient treatment associated with this event. The venipuncture sample was analyzed in whole blood mode within ten minutes of collection and was normal in appearance. The customer indicated quality control (qc) is performed once daily and was within specifications at the time of the event. Beckman coulter field service engineer (fse) assessed the instrument at the facility.

Manufacturer narrative:
The field service engineer (fse) noted no issues with the instrument. System startup, reproducibility test, and quality control (qc) were all within specifications.